Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from an unspecified location during use of a homechoice cassette. It was further described as "inside the front door of the cycler became wet due to leakage". This occurred during preparation for peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient to remove the supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.